Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for radiculopathy. Hcp was requesting MRI guidelines. Unknown if the MRI is due to device or therapy. Patient stated that ins has never worked but has not been removed. Patient reported pain. No further patient symptoms or complications were reported in this event.